Event description:
On 12/25 this infant was admitted to the emergency department with respiratory distress. During treatment a problem with the infant resuscitation unit was encountered. Apparently the yellow one way valve did not open to allow air to pass into the endotracheal tube. Suspecting that the problem was with the placement of the endotracheal tube, the baby was reintubated 3 times. After the 3rd intubation a new bag valve mask was used and the baby was able to be ventilated. After the incident the item was inspected and the valve appeared to be stuck shut. The infant was subsequently transferred to another facility for the other treatment unrelated to equipment problem.